Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet system, with caregiver reports of frequent post-treatment hyperglycemia up to 300¿400 mg/dl, possible delayed or missing meal announcements, occasional announcements entered at the peak of hyperglycemia leading to subsequent lows, and one false low attributed to cgm sensor malfunction. Symptoms included low blood glucose events and rebound hyperglycemia after treatment. Outcomes included troubleshooting and education on timely meal announcements, use of 10 grams of carbohydrate at onset of hypoglycemia, appropriate use of oral glucose such as juice, snack handling, spacing considerations, and device use practices including sensor and supply management. Investigation included case review, counseling on alerts and activity, confirmation of sensor and supply use practices, and coordination regarding supply issues and target settings. Investigation of this case revealed user operation and treatment-related factors, including delayed or absent meal announcements and overtreatment of hypoglycemia with full meals or excess juice, as contributory to the observed glycemic variability; a sensor malfunction produced a false low that did not persist. It was concluded, based on previously established findings for similar reports, that the cause was unclear and multifactorial with user behavior and sensor performance as potential contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.